Manufacturer narrative:
(B)(4). Cartridge, drivers, one piece sled. The analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge loaded on the device. The reload was received fully fired. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object or thicker tissue that specified. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic gastric sleeve procedure, the device made a strange noise when it was fired. Staples formed properly, just wanted to make sure it was not defective. Case completed with another device of the same product code. There were no patient consequences reported.